Event description:
While attempting to open the wheelchair, the staff member sat down on the seat. He injured two fingers when they were caught between the seat tubes and the frames.

Manufacturer narrative:
It was reported that while attempting to open the wheelchair, a staff member used the full force of his body weight by jumping up and down on the seat and landing on the seat with his buttocks. He had placed his hands on the seat rail edges. When the chair fully opened, his fingers became caught between the seat tubes and the frame. He fractured one finger and suffered a laceration of another finger. The laceration was repaired with sutures. The fractured finger was splinted and did not require any surgical intervention. The wheelchair was inspected at the facility. It operated normally and no apparent defects were identified. There are warning labels present on the seat rail edges which states "warning! Do not place hand or fingers between the seat frame and seat cradle when opening or closing the chair." The owner's manual also states that an end user should not sit on the seat until the chair is fully open. We have determined that the end user did not follow the stated directions to open the device and that user error caused the reported incident. Due to the injuries that resulted, this medwatch is being filed.